Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump was under delivering. Blood glucose level at the time of the incident was 402 mg/dl which was treated with correction bolus. Customer was using auto mode. Customer was assisted with performing the high pressure test and also performed repeated high pressure test and tests were passed. Customer performed troubleshooting for high blood glucose and under delivery. The insulin pump will not be returned for analysis.